Manufacturer narrative:
The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient experienced 4-5 dislocation in the last few months. Attempts to obtain additional information have been made; however, no more is available.

Event description:
Investigation results available.

Manufacturer narrative:
Investigation results were made available. Associated devices: metasul taper liner mm/40; item# 00877001440; lot # 2523065. Trend analysis: no trend is identified. Review of received data: progress notes, (B)(6) 2018: 59-year-old male who had a left metal on metal total hip arthroplasty in 2007 which was then revised in 2010. The patient and his initial surgery never felt right and resulted in a painful total hip arthroplasty. He did have evidence of only minimal arthritic changes on x-rays. After his revision total hip arthroplasty, the patient does report history of a staph infection which required a washout. His hip has always been painful and problematic. He recently had dislocation of left total hip arthroplasty 4 times in the past 4-5 months. He reports that his dislocations have happened while he has been sitting down in a deep seated position. His last dislocation was approximately 1 month ago. Imaging (stated in the progress note): x-rays from (B)(6) 2018 show a left total hip arthroplasty with no obvious evidence of complications. The cross-table lateral from (B)(6) 2018 show appropriately positioned acetabular component with appropriate amount anteversion. Lab results (stated in the progress note): cobalt (resulted (B)(6) 2018, abnormal). Erythrocyte sedimentation rate, automated (resulted (B)(6) 2018, abnormal). Crp (c-reactive protein) (resulted (B)(6) 2018). Chromium. MRI mars left hip no contrast depuy asr recall (resulted (B)(6) 2018). Patient data according to medical records: (B)(6), male, born (B)(6) 1958, height: 182 cm, weight: 117 kg, bmi: 35. Patient anamnesis: obesity, asthma, htn, ed, migraines, ptsd, prediabetes, depression, osa, chronic kidney disease stage 3, heart murmur, stroke with hemiparesis/hemiplegia, vitamin b12 deficiency, multiple foot surgeries with I&ds, former smoker. X-ray review of received x-ray images: 3 x (B)(6) 2010, 3 x (B)(6) 2010, 4 x (B)(6) 2019, 2 x (B)(6) 2019, 3 x (B)(6) 2019, 1 x (B)(6) 2019, 3 x (B)(6) 2019, 3 x (B)(6) 2019. There are no x-ray images from 2018 and none of the received x-ray images shows a dislocation. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that the patient underwent an initial left hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2010 due to increased pain, difficulty ambulating, and loosening of the cup. Soon after the revision, the patient underwent a revision surgery consisting of irrigation and debridement on (B)(6) 2010 due to wound infection. In a progress note on (B)(6) 2018 it was stated that the patient had 4 dislocations. The progress note dated (B)(6) 2018 states that the patient had 4 dislocations within 4 to 5 months. No information about the treatment of the dislocations has been stated. The received x-rays do not cover the stated period in 2018 and none of the received x-ray images shows a dislocation. The patient anamnesis shows multiple comorbidities such as obesity, heart murmur and stroke with hemiparases/hemiplegia and possible muscular/soft tissue deficiency around the hip. The products remained in-situ after the dislocations, but were removed during revision surgery on (B)(6) 2019, nevertheless, the products have not been returned for evaluation. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation results did not identify a non-conformance or a complaint out of box (coob). The reasons for hip dislocation are multifactorial, with contributing factors from the patient, the implant, and the surgical procedure. Based on the given information we were neither able to perform a detailed investigation nor to identify an exact root cause for the stated dislocations. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is cmp (B)(4).